Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 03-jan-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. The device was not returned.

Event description:
Fill volume: unknown. Flow rate: unknown. Procedure: hernia repair. Cathplace: on top of mesh implant ¿ wound infusion. It was reported the catheter broke into two segments, when the nurse was removing the device post recovery. The surgeon was planning to leave broken piece "in-situ." The black markings were not present on the device when it was removed. It was estimated 20cm of the broken catheter was retained in the patient when the device broke. During placement the device was introduced with a trocar. The catheter was not sutured through and was secured with skin glue. The nurse removed the catheter using fingers. During removal the catheter appeared to be clean cut, furthermore, the overall appearance of the catheter "looked normal." No additional information as provided.

Manufacturer narrative:
The device history record for the reported lot number, 0202932269, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 22-mar-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.